Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump delivered an unprogrammed bolus without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: a review of the pump¿s black box showed the complaint of an inaccurate delivery issue was not duplicated during investigation. During investigation, the pump powered on to the verify screen with audible and vibratory features. The pump was exercised for 24 hours; no unprogrammed were delivered or recorded in the pump history. A 10u normal bolus and a 10u audio bolus were manually performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed two cracks in the battery compartment. Also unrelated to the complaint, the display screen found to be discolored.